Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient's peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient's pd culture yielded growth of the organism staphylococcus aureus which is an organism that is found on human skin. Therefore, based on the reported information, the patient's peritonitis can be reasonably attributed touch contamination, as also reported by the patient's nurse. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The user guide states as a warning before starting the treatment, "you must use aseptic technique as directed by your pd nurse to prevent infection." At this time the reported incident could be attributed to end user error in accordance to the complaint description. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported a peritoneal dialysis (pd) patient had peritonitis. During additional follow-up, the nurse reported that on (B)(6) 2021 the patient had a pd culture obtained which yielded growth of staphylococcus aureus and an elevated white blood cell (wbc) count of 9896. The patient was treated with intraperitoneal vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient is recovering and continues pd treatment with the same cycler. The patient's nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.